Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant the atrial lead was difficult to insert into the header of the pulse generator. The doctor suspected the sealing rings were too wide. The implantation was successfully completed and the lead remains implanted.